Event description:
Abbott diabetes care (adc) received a medwatch report that reported the following information: a "replace sensor" error message was reported with the adc device and the customer was unable to obtain glucose readings. Adc customer service contacted customer successfully and there was no third-party treatment reported for the issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. An investigation is pending at this time. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.